Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the power supply and found that the fuses were blown due to a water leak in the roof of the technical room. The customer solved the issue by replacing the blown fuses with locally procured fuses. After this action and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not be turned on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.